Event description:
I had lasik surgery in (B)(6) 2020. I developed dry eyes after surgery ( which I was told was normal and temporary) for 11/2 years I tried different drops and medications, I had all but one of my tear ducts plugged. The dry eye worsened in my left eye to the point that I wear a patch to use the computer, only use the computer for short times. This has impacted my ability to work and enjoy my life considerably. I am waiting to see another ophthalmologist to consult about treatments. Other consequences are to my mental health as I navigate symptoms, manage loss of income, the costs of treatment, and the loss of things I enjoyed. Lasik md. FDA safety report ID (B)(4).